Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to dislocation/ disassociation. The rep is not aware of which device(s) dislocated or dissociated. An mdm metal liner (implanted in 2011), adm/ mdm insert, biolox head, and sleeve (all implanted in 2013) were revised to a constrained liner and lfit v40 femoral head. Rep confirmed that no further information will be released by the hospital or surgeon.